Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood warmer will not inflate the bladders. Patient involvement is unknown.

Event description:
Additional information was received: event date is updated from unknown to 02-may-2023. There was no patient injury. "The bladder has been replaced".

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6)additional information: b3, b5, h3 and h6 - evaluation codes device evaluation: one device was returned for investigation. The device was received with out the pressure cuffs. The device is missing the tank fill plug. Locking tab on the top of the air detector door assembly is broken off. The water flow rate is a little low, due to a cracked return tube. Device ran less than 5 minutes before the "overtempt" alarm activated. The lcd is reading over 46 degrees celsius (out of tolerance) while the temp check is reading 41.8 degrees celsius (which is within tolerance). Temp check should read 41.7 +/- 0.1 and the lcd should be 41.7 +/- 0.1. After trying to adjust the lcd potentiometer, the numbers will not go down passed 44 degrees celsius. After investigation it was the membrane switch causing the inaccurate lcd readings. Air pressure is 5.9 psi which is above the 5.6 psi specification. The air regulator is hard to adjust to proper psi. The plunger on the air detector is loose and failing the pin gauge test. There was no way to complete a full investigation into the complaint due to the pressure cuffs (where the bladders are located) not being sent in with the device. Another problem was found: the air regulator is hard to adjust. Sensitive set screw that has too big of adjustments up and down when turned very little. But the air pressure was reading above recommended psi when received in, so the problem is more than likely with the pressure cuffs. Most probable cause is the pressure chambers that were not sent in with the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions taken towards reported complaint, as it could not be confirmed. Replaced the air regulator, membrane switch and water tank plug on the trauma tower. Replaced the broken door assembly and tightened the plunger on the air detector. Replaced the return tube, fan guard and o-rings per preventative maintenance (pm). Device passed functional testing after the completed repairs.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.